Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the neurostimulator (ins) not charging past 1/4 was not determined. The rep reported that the ins was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins battery would not go above 1/4 charged even after the patient charged for over 4.5 hours with full 8 coupling bars. There were no known factors reported that could have led to or contributed to the issue. The patient reported they called patient services and received replacement charger within last 12 months. The hcp wanted to replace the ins battery to improve the charging burden. It was noted that the issue was not resolved at the time of the report but a surgery had been scheduled for (B)(6). No symptoms were reported. No further complications were reported/anticipated.